Manufacturer narrative:
(B)(6). Concomitant medical products: (B)(4), m2a magnum pf cup 50mm o.d. X 44mm i.d. (B)(4) lateralized mallory head pf femoral 10 x 155mm stem. (B)(4) m2a-magnum 42-50mm tpr insrt-3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04301; 0001825034 - 2017 - 04307.

Event description:
It was reported patient¿s left hip was revised approximately 9 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient¿s left hip was revised approximately 14 years post-implantation due to failed metal-on-metal right hip replacement with pain and elevated metal ion levels. During the procedure, cloudy fluid consistent with metallosis was found. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.